Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.